Event description:
It was reported that during patient monitoring, the unit prompted "user advisory o2 (compression tracking error)".

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.